Event description:
It was reported the patient received five inappropriate shocks due to oversensing of the lead. The lead impedance was greater than 4000 ohms. The lead was successfully removed and replaced. It was also reported the lead revealed a break in the insulation possibly due to the anchoring sleeve. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor fractured; full lead returned and analyzed.